Manufacturer narrative:
(B)(4). Date sent: 1/9/2018. Batch # unknown. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the active blade dropped off whilst in use and fell in patient. Blade was retrieved and will be returned with the instrument.

Manufacturer narrative:
(B)(4). Batch # p92t1z. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.